Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per the user guide the customer must properly cycle the cartridge. Per the user guide the mobi cartridge needs to be facing down when in use.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using lyumjev insulin, not properly cycling the cartridge, wearing the pump supplies for 3-4 days, and wearing the cartridge facing up. Tandem clinical support informed customer that using lyumjev insulin, not properly cycling the cartridge, wearing the pump supplies for 3-4 days, and wearing the cartridge facing up, is off label per the user guide. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.